Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, device interrogation revealed that the device battery status was end of life (eol), with a battery voltage of 2.06 v volts. A longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling.portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that the premature battery depletion was due to two compromised low-voltage capacitors, which resulted in a high current condition.

Manufacturer narrative:
Upon completion of the analysis, this event will be updated.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) device was returned for disposal. There were no allegations against this device while implanted. Initial analysis revealed this device had reached elective replacement indicators (eri) while implanted. In addition, the device did not meet labeled longevity calculations. There was concern that this device reached eri more rapidly than expected. No adverse patient effects were reported. This device is included in the shortened replacement window advisory (B)(6) 2007 population product advisory.

Event description:
- -